Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started to feel bad after doing an infusion set change. She experienced high blood glucose levels all day. Customer's blood glucose level was 600 mg/dl. She was feeling nauseous. The customer treated her high blood glucose level with syringes. The device was not returned.